Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and a black speck particle of foreign matter was identified on the outer perimeter of the vent on the product sample. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented high volume inlet was contaminated. The contamination was described as ¿dark spots¿ and was discovered prior to patient use. There was no patient involvement. No additional information is available.